Event description:
It was reported that the patient experienced unspecified issues with his artificial urinary sphincter (aus). The pump was repositioned due to unknown reason. No patient complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as relevant information becomes available. Additional information received. The pump was repositioned due to the patient could not reach it. There were no further patient adverse effects.